Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and observed in the data logs that the iabp was in battery operation at time of event. However, the fse could not duplicate the alleged malfunction. The cath lab personal stated that the plug was moved to a different outlet and reported event did not reoccur. The iabp was fully charged at the time of evaluation, operated within factory specifications on ac operation, and passed all performed functionality and safety testing. The iabp was returned to customer and cleared for clinical use.

Event description:
The customer reported that, while in use on a patient, the cardiosave intra-aortic balloon pump (iabp). However, they were able to restart the pump. The customer will replace the iabp with another once the patient's situation is stable. There was no patient injury or harm reported.